Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer reported that a bottle of contour next test strips did not contain the product information such as lot #, expiration date, part # and control ranges. However, the information was printed on the carton of the test strips. There was no allegation of adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the suspected meter or bottle of test strips for evaluation. Therefore, the customer's findings could not be verified.